Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.

Event description:
Revision and extension of previous scoliosis correction performed on (B)(6) 2015 by dr. (B)(6) at (B)(6) hospital: pt spine had pulled anteriorly from prior construct at t12, how unknown. Pt was in discomfort ? X-ray identified issue. Rods (179762300 x 2) still in situ. The rods were cut with a metal cutting burr at l1 to allow for end to end connectors, connecting previous construct to new construct to t6. Primary performed 14 jan 2015 - scoliosis correction from t9 to pelvis - same surgeon, same hospital. Other explant 4 x 179702000 - discarded. This case is not being reported by the customer, but (B)(6) employee. All available information has been provided as part of this report; no further information will be forthcoming. Revision and extension of previous scoliosis correction performed. Patient spine had pulled anteriorly from prior construct at t12, how unknown. The implants involved were the wide blade hooks (1797-52-040) and offset hooks (1797-52-060) and (1797-52-070). These hooks formed a "claw" at the top of the construct. The spine had pulled away from this "claw" construct. This was the reason for the revision. Changes to the construct integrity including broken, loosened, migrated devices have been known to pose risk for serious injury to the patient including risk for damage to nerve structure or the need for revision surgery. Although these events may not correlate to a device malfunction, it is often difficult to identify a specific causal event. As such, these events are always determined to be reportable events.